Event description:
It was reported that a patient underwent a sling procedure in 2010. Approximately three to four months after the procedure, the patient experienced pain and bleeding. The patient has seen several physicians for her pain and bleeding. The second physician stated to the patient that she had experienced some sort of perforation. The patient has not had additional problems and some of her symptoms have improved recently.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.